Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18065108, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray confirmed that the leads had migrated. No device malfunction was suspected. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.